Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the videoscope's screen would go black. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation and the information provided the following is the results of the investigation: 1. "The screen becomes blackout" - could not be reproduced and therefore was not confirmed. 2. "Tip image e218" - the issue was confirmed. It is likely due to breakage and irregular load to the bending section, leading to the event since multiple damaged sites were observed on the bending section. However, the root cause could not be determined. The suggested event can be detected/prevented by handling device in accordance with the following IFU. The event can be detected according to the following IFU. Instruction manual ltf-s190-10 operation chapter 3 preparation and inspection: 3.8 inspection of combination functions with related equipment: ¦ inspection of endoscopic images. Olympus will continue to monitor the field performance of this device.